Manufacturer narrative:
B5: describe event or problem - updated investigation summary with all the available information, boston scientific concludes the root cause of the complaint could not be confirmed. Analysis of the returned sheath identified no abnormalities or defects that could have contributed to the reported allegation. The device met leak test acceptance criteria and performed as intended. Device history review the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory. No abnormalities or defects were found on the exterior of the returned sheath. The returned sheath was leak tested and passed leak performance testing. Microscopic imaging shows no abnormalities or defects on the hemostatic valves. The no problem detected conclusion code was selected for the allegation of visible air/bubbles, as analysis did not find any abnormalities or defects that could have contributed to the reported complaint. The root cause of the complaint could not be confirmed. The known inherent risk of device cause code was selected for the patient codes air embolism and st segment elevation, as these events are considered procedural complications and are addressed in the faradrive instructions for use. Labeling review review of the instructions for use confirmed that st segment elevation and air embolism is addressed as a potential procedural complication when using faradrive steerable sheath clear. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review a review of the faradrive risk documentation was completed and confirmed that the event of visible air/bubbles and air embolism and st segment elevation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the information provided, the reported event of air embolism and st segment elevation is a known inherent risk of faradrive steerable sheath clear. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
During a procedure, a faradrive steerable sheath clear and an intellamap orion catheter were selected for use. After performing pre mapping with superior left positioning in the orion catheter, switching to the faradrive sheath revealed an air like white haze in the left atrial appendage under fluoroscopy at 14:18. The air like white haze was observed before inserting faradrive. Aspiration was attempted after inserting the faradrive sheath, but little air was removed. Approximately five minutes later, st segment elevation (st elevation) was observed on fluoroscopy. Coronary angiography (cag) was performed, but the area beyond the right coronary artery (rca) origin was not visualized, prompting suction. An st segment change occurred during suction, and the left coronary artery (lca) was subsequently visualized. Because of the possibility that air had reached the brain, cerebral angiography was also performed. About one hour after the st segment elevation, st levels decreased. Following recovery from anesthesia, the patient regained consciousness, showing no symptoms other than delirium, and was taken for computed tomography (CT) imaging. Ablation was not being performed when st elevation occurred. The patient had reported discomfort around the time of brockenbrough administration and was treated with primperan, this discomfort had also been present prior to admission. The left atrial appendage potential on opal mapping system (opal) was noisy, and after reviewing fluoroscopy and laboratory times, it was determined that air was likely already present during the mapping phase. The procedure was cancelled. The devices have been received at boston scientifics post market laboratory where it is awaiting analysis. Additional information revealed continuous flushing was not interrupted or stopped during the procedure. No sounds were heard that would suggest air being drawn into the sheath or catheter. St elevation was observed in the chest lead. The cause of the st elevation is unknown. The procedure was performed under local anesthesia, and the patient was breathing normally without signs of apnea or deep breathing issues.

Event description:
During a procedure, a faradrive steerable sheath clear and an intellamap orion catheter were selected for use. After performing pre mapping with superior left positioning in the orion catheter, switching to the faradrive sheath revealed an air like white haze in the left atrial appendage under fluoroscopy at 14:18. The air like white haze was observed before inserting faradrive. Aspiration was attempted after inserting the faradrive sheath, but little air was removed. Approximately five minutes later, st segment elevation (st elevation) was observed on fluoroscopy. Coronary angiography (cag) was performed, but the area beyond the right coronary artery (rca) origin was not visualized, prompting suction. An st segment change occurred during suction, and the left coronary artery (lca) was subsequently visualized. Because of the possibility that air had reached the brain, cerebral angiography was also performed. About one hour after the st segment elevation, st levels decreased. Following recovery from anesthesia, the patient regained consciousness, showing no symptoms other than delirium, and was taken for computed tomography (CT) imaging. Ablation was not being performed when st elevation occurred. The patient had reported discomfort around the time of brocke brough administration and was treated with primperan, this discomfort had also been present prior to admission. The left atrial appendage potential on opal mapping system (opal) was noisy, and after reviewing fluoroscopy and laboratory times, it was determined that air was likely already present during the mapping phase. The procedure was cancelled. The devices have been received at boston scientifics post market laboratory where it is awaiting analysis.